Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable was frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. The grip close cable was derailed from the distal idler pulley. The grips could still open and close but movement may not be precise. Failure analysis concluded the cable derailment was likely due to cable losing contact with the pulley during wrist articulation. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the cable broke at the distal end of a large suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.